Event description:
It was reported that a continuously beeping was experienced. Also a missing battery door and sticker needs to be replaced.

Event description:
It was reported that a continuously beeping was experienced. Also a missing battery door and sticker needs to be replaced.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information receivedon 16-mar-2022 via email. The device did not fail while in use with the patient.

Manufacturer narrative:
Other one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. To further investigate, a power up test was performed. Customer reported problem was not duplicated. The moment the device was powered up the device started double beeping. The downstream sensor was replaced. Additional information was received indicating the reported the event did not occur while in use with a patient.